Manufacturer narrative:
It was discovered on 11/16/2020, that "device available for evaluation?" Was erroneously omitted in initial report. Correction: device available for evaluation? No. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a non-hispanic female patient who underwent breast augmentation surgery with two contour profile high gel ¿ lumera breast implants experienced dissatisfaction of implant post procedure. Patient stated that her implants are too big and would like to exchange for a smaller size. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.